Event description:
Report stated the ventilator went inoperative.

Manufacturer narrative:
Gross inspection of the part revealed no obvious imperfections. Sensor was placed on test unit and ran over a period of 24 hrs with no observable failures. The inop observed by the customer was most likely caused by the dc wiring that the field svc engineer repaired per workorder.